Manufacturer narrative:
(B)(4). The analysis results showed that one ple60a device was returned with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45w cartridge was loaded on the device unfired and in good visual conditions. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. The device was disassembled to reset the bailout system. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device did not fire at the first firing. It is unknown what color cartridge was being used. A second device was pulled to complete the procedure with no patient consequence. There is no further information available.